Event description:
It was reported that pump battery would not charge even when connected to a working outlet using both the original and different wall adapters and charging cables, and pump did not shut down or become unable to turn on. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to leave pump connected to a known working outlet, then to try alternate charging equipment, and when issue persisted, technical support arranged a warranty replacement pump,